Event description:
The following has been reported: biomed reported: maintenance alarm observed in ims. An initial review of the device logs reveals the following: mechanical hardware failure (av assembly) an active infusion was not delayed (per the logs); no adverse event was communicated. Reporting due to the referenced issue as a conservative measure. Further information is needed to complete the investigation.

Manufacturer narrative:
Attempted to submit via FDA esg on 24feb2024, but received the message "secure connection failed" on multiple web browsers.

Event description:
Upon investigation, the reported maintenance alarm in ims for av assembly was not confirmed. Pump was observed to be in clinical mode for the hospital. Pump was reverted back to provisioning steps. Final acceptance testing was conducted and passed. Tried to confirm failure of av assembly by running a mock infusion on different flow rates and was not able to produce a failure. An internal investigation was conducted and it appears no damage or misconnections of wires were observed. Pump was reverted back to manufacturing mode and functional testing was conducted. Pump had passed functional testing for fva, resistor, and front housing. There was no problem found for this pump and will be sent to repair for all functional testing.